Event description:
The device was applied during a total abdominal hysterectomy procedure. Reprotedly, the staple line was incomplete and bleeding was observed. The surgeon applied another device to complete the procedure. The hospital has reported that no pt injury occurrred.